Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated that is comfortable with results from the meter.

Event description:
Consumer reported complaint for e-5 and hi display. Customer called in states the meter is reading e-5, customer is not concerned with hi display because he was running high a week or two ago, his reading is sometimes in the 300's. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is on the kitchen. During the call a blood test was performed by the customer and produced test results of hi display using the meter. The test strip lot manufacturer's expiration date is 05/27/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.